Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged, false occlusion alarms occurred and the pump was not accurately displaying level of insulin. Customer declined follow up from tandem technical support. No additional information was provided.